Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen, clonidine, bupivacaine, and dilaudid at 250.0 mcg/ml,150.0 mcg/ml, 30.0 mg/ml, 3.0 mg/ml concentrations and doses of 106.50 mcg/day, 63.90 mcg/day, 12.780 mg/day, 1.2780 mg/day respectively via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported during a pump refill, on (B)(6) 2016, the provider noted the pump may have migrated as it was in a slanted position. The healthcare provider experienced some difficulty accessing the refill port secondary to the possible pump migration. It was indicated the event was related to the device or therapy. The pump was scheduled to be replaced secondary to approaching eri, so the pump did not require revision for the migration as it was being replaced. The pump was explanted and replaced on (B)(6) 2016 and resolved without sequelae the same day. The cause of the pump migration was not determined.